Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow. The tubing sets were being used to deliver unspecified solutions. The cair clamps were being used to regulate flow. After unspecified length of time in use, the customer contact reported, "sometimes the solution will go in faster than intended or too slow." There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.